Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
It was reported that the touchscreen was working intermittently. There was no patient involvement. The manufacturer's field service engineer (fse) evaluated the device and found the nav ring was working however the touchscreen worked intermittently. The fse replaced the touchscreen to resolve the issue.

Manufacturer narrative:
G4: 08oct2020 b4:(B)(6) 2020. Touch screen assembly was returned for evaluation. Customers complaint verified touch buttons failed to respond on screen tab corners "epap" and "o2%". All electrical testing are in specification. Fault is found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6)2020. B4: 01oct2020 . The touchscreen assembly was returned for failure investigation for evaluation. Customers complaint verified the touch buttons failed to respond on screen tab corners "epap" and "o2%". All electrical testing are in specification. Fault is found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.